Event description:
Hamilton medical ag received the following incident description: "alarm tf (B)(4) alway. Try to exchange sensor board and test software this g5 can use to be normally. " technical fault appered during ventilation, no harm came to the patient.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective sensor board. In consequence (correction) the defective sensor board was replaced. There was no patient or user harm.

Manufacturer narrative:
Device did not return to hmag. We have received the log files of the device. Technical fault 5507 was recorded in the log files. Technical fault 5509 indicates that ventilation continues with remaining source and very high leakage. Affected component is the sensor board. Service engineer replaced the sensor board.

Event description:
Hamilton medical ag received the following incident description: "alarm tf 5507 alway. Try to exchange sensor board and test software this g5 can use to be normally." Technical fault appeared during ventilation, no harm came to the patient.